Event description:
The territory manager reported that the customer was ablating in the left atrium near the left pulmonary vein and that upon the third application of radiofrequency, the temperature spiked to 44 degrees celsius and the steam pop occurred. The perforation was confirmed by ultrasound and the patient was moved to the operating room where the patient underwent an open-chest surgery. The treatment from that point on and the current status of the patient are unknown. The only (B)(4) product being used by the customer was a celsius catheter. The catheter was not returned since it was disposed. The customer was using st. Jude navx hardware.

Manufacturer narrative:
The complaint device was not returned to (B)(4) since it was disposed. (B)(4).